Event description:
Device name: allergan smooth breast implants; details: developed hypothyroid, (B)(6), chronic diarrhea, drastic hair loss with bald patches, loss of menstrual period, infertility, lethargy, brain fog, adrenal insufficiency, elevated liver enzymes, high cholesterol (although exercise and eat healthy daily). FDA safety report ID# (B)(4).